Manufacturer narrative:
Returned for evaluation was a fiber and tre-sheath. A visual review of the fiber noted that the gold tip was not attached and the fiber tip was noted to have a burn. The tre-sheath was returned in 2 pieces and the ends of separation appeared to have melt marks. The gold tip was noted to be inside the sheath hub. The gold tube was noted to have a significant amount of dried blood/biomatter. The customer's reported complaint description was confirmed; the tip was observed to be detached from the fiber. Although the complaint is confirmed, it was noted the customer was able to use the fiber for the first ablation without any difficulties. The likely root cause is handling damage during use of the fiber in the procedure. The information received indicates the laser was only fired once before tip separation occurred and it also indicates that the tip separation was not discovered until after the second vein was treated. Since it was indicated the tip detached inside the sheath, tip separation would have had to occur as the fiber was being withdrawn back through the sheath after completing treatment of a vein. It would have been very obvious if the gold tip tube was missing after the initial treatment, especially when introducing the fiber assembly into the sheath when preparing to treat the second vein. Also, had the gold tip tube remained inside the sheath after treatment of the first vein, that would have prevented advancement of the sheath over the guidewire when preparing to treat the second vein as well as prevent advancement of the fiber into the sheath. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. During the manufacturing process, the disposable fiber device receives a 100% inspection and an aql inspection in which the quality of the fiber strip is inspected. Labeling review: the instructions for use which is supplied to the end user with this catalog number contains the following statement "prior to and during use, avoid damaging the fiber by striking, stressing, or excessive bending. Do not coil the fiber tighter than a diameter of 20cm" and "pull the sheath back and lock it to the sheath-lok fitting." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An angiodynamics territory manager reported an issue with a 65cm nevertouch kit w/gripper and rfid. It was reported that, during a dual access eva procedure, the gold tip of the laser fiber detached inside the catheter. The tip was retained inside the catheter. The provider did not realize the tip had detached until after the procedure was completed. It was reported the fiber had only been activated once before the tip had detached. The patient did not experience any adverse effects, harm, or require medical intervention as a result of this incident. It was indicated the reported device is available for return to the manufaturer for a device evaluation.